Event description:
It was reported that the device had a "system failure: primary audible alarm background test". The pump was not in use and there was no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no external damage. The event history log confirmed ¿system failure: primary audible alarm bgnd test¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the speaker was not working as intended. The speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.